Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pump had been running dry and was alarming since (B)(6) 2011. Patient had relocated and was searching for a hcp (health care provider). It was later reported by the hcp (nurse) that the patient's pump was interrogated previously, found to be empty and at that time a roller study was done at which time it was felt the roller was stalled. On (B)(6) 2011, when the hcp saw the patient there was no active stall. Pump logs were checked and no motor stall was seen in the logs. The pump was refilled with morphine sulphate and dosing was started low. Patient however had no real change in therapeutic effect. A cap aspirate was done by primary physician and aspirated well. Volume discrepancy was unknown. It was also unknown if a therapeutic bolus was given. It was later reported that the patient had moved out of state and did not have pump refilled on the set date because of which it ran dry. Pump delivered hydromorphone before being run dry. On (B)(6) 2011 normal saline was left running at minimal rate. Catheter dye study and pump rotor study was done on the same day. Dye study was normal; however the rotor study showed that the rotors did not move. The only symptom the patient indicated was increased pain. Patient was not hospitalized and had no injury. Patient was referred for surgical revision.